Event description:
Pt came for pre-operative appointment to have device explanted because it had failed. Original device implanted 12/29/95 at another facility. Pt had nephrectomy, implant failed after this surgery in 1/1997. MFR contacted by surgeon and advised of malfunction.